Manufacturer narrative:
Concomitant medical product(s): secondary set. The customer¿s report of an overinfusion was not confirmed. The pcu event log shows that the pump module was programmed to infuse IV fluid at a rate of 100ml/hr with a vtbi of 900ml at 3:19 am on (B)(6) 2018. The infusion was paused and then restarted at 3:25 am. At 4:47 am, the user programmed a secondary infusion of vancomycin 1250/275ml to infuse at 183ml/hr with a vtbi of 275ml. At 4:57 am, the infusion was paused. At 5:04 am, the device was channeled off. The volume recorded as being infused during this period was 136.837ml for the primary infusion and 28.693ml for the secondary infusion. There were no alarms prior to the user channeling the device off. Although requested, the pump module and the disposable sets were not received for investigation. The logs are not able to indicate whether the user connected the secondary line below the pump module as the customer inquired. The root cause of the customer¿s report of an overinfusion was not identified.

Event description:
The customer reported that a piggyback infusion of vancomycin 25 ml in 250ml of dextrose 5 % solution was started at 0448 on (B)(6) 2018 and the bag was empty at 0503. The intended programming rate was 220ml/hr with a bag volume of 275ml for 75 minutes. There was medical intervention needed as the patient presented with ¿red man syndrome¿. No additional labs were taken but benadryl 25 mg oral was administered at 0517. Vital signs at 0554 were, t-37, hr 70, bp 101/53, o2 98 rr 18, which were normal for the patient. The customer is questioning if the bag was hung below the pump creating a free flow event.